Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The keypad cover was opened and evidence of contamination was found under the up arrow, down arrow, and ok key contacts. During testing, the pump was unable to perform the load step and the pump emitted a no cartridge detected warning. The force sensor calibration was found to be out of specifications. When the pump was opened, evidence of contamination was found on the force sensor and the force sensor resistance was found to be out of specifications. Additionally, evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a response issue with keypad buttons, contamination under the key contacts, the force sensor calibration was out of specifications, the force sensor was out of resistance, and that contamination was found on the force sensor. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.